Event description:
The following has been reported: biomed reported: product issue: service requested. Sn: (B)(6). Description of issue: tubing loaded incorrectly-tried 3 different sets of tubing and turning off and on again. Pump logs: logs attached. Date and time issue occurred: unknown. Patient harm or delayed infusion: not reported. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.